Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, episodes of auto mode switch (ams) due to oversensing of atrial lead noise were noted. There was no patient history of atrial fibrillation or atrial flutter. The physician elected to not make any changes to the device. The patient was stable and will continue to be monitored.